Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. (B)(6).

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that there was an intermittent power issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jul-2018 with the following findings: the pump's black box data from the date of the event had been overwritten due to continued use of the pump. The pump was exercised for 24 hours with no power issues observed. There was no evidence of moisture contamination on the internal components of the pump. The alleged issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.